Event description:
The patient reportedly hit his head at the implant site (date not given). Following this trauma, while wearing the sound processor, the patient had no sound percept. In 2004, the patient was seen at the center for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. The patient's c1 device was explanted.